Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient to uninstall and re-install the g5 mobile app, use the smart device's bluetooth settings to forget the transmitter, re-install and enter the transmitter ID, then pair the devices. No additional patient or event information is available.